Event description:
The customer reported that 8884720205e is not meeting their standards, they are constantly breaking (balloon popping) and having to be replaced.

Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.